Event description:
The patient reported the needle mechanism failed to deploy as intended during activation. No patient consequences were reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.